Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported the ilet pump had been getting abnormally hot while charging for the past two weeks, with the most severe heating occurring that day. The user had already been off the pump for two weeks. The user also reported the touchscreen was cracked but still usable, with no injury sustained. They noted abnormal device function, no syncing before shutdown, and confirmed the device would be returned. The agent arranged for a device replacement. No blood glucose impact, pump alerts, outside assistance, medical intervention, or symptoms were reported.